Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). The hemopro 2 harvesting tool, was returned to the factory on (B)(6) 2020. The device was investigated on (B)(6) 2020. The device was investigated on (B)(6) 2020. Signs of clinical use was observed. Evidence of blood was observed on the tool handle. Charred tissue was observed on the jaws. The heater wire was observed to be flexed away at the center of the hot jaw remaining attached at the base and tip of the hot jaw. The clear silicone insulation on both the jaws was observed to be intact. No other visual defects were observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported failure ¿environmental particulates¿ is not confirmed but confirmed for the analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, smoke or steam was coming from the handle of the cautery device as well as a burning smell. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, smoke or steam was coming from the handle of the cautery device as well as a burning smell. A replacement device was used to complete the procedure. The hospital did not report any patient effects.